Manufacturer narrative:
Cut marks were observed on the heat shrink tubing under magnification. Damage could possibly be due to heat shrink tubing coming into contact with a sharp object.

Event description:
During a surgical procedure, the renew traditional maryland tip heat shrink tubing fell into the pt and was retrieved. There was no harm to the pt.